Event description:
As it was reported by an affiliate, the hub of a 3.0 x 33mm cypher select + was noted to be cracked during preparation of the device. The hub was "sucking in air" after being connected to the indeflator. The device appeared normal when it was removed from the package and there had been no difficulty encountered when flushing the stent delivery system. The device was not used in a patient.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). It is anticipated that the product will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.